Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im vitamin b12 (vb12) results upon repeat testing which were discordant relative to initial results. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im vitamin b12 (vb12) results upon repeat testing which were discordant relative to initial results when using vb12 lot 302. The customer performed repeat testing on two patient samples, and identified a pattern wherein the atellica im vb12 result increased upon repeat testing. Later measurements of these samples were substantially higher than the initial results for both samples. For one patient, the initial result was within the deficient range for the assay, where a later result was within the normal range. For the other patient, all of the observed results fell within the deficient range (no clinical discordance demonstrated). There are no allegations of any adverse patient consequences in association with the observed discordance. No similar issues were identified for any other samples. A siemens specialist performed a precision test at the site, to investigate the observed pattern of increasing results. This pattern was not reproduced in testing of other samples.

Manufacturer narrative:
Customer name and telephone number (unavailable at time of initial report) have been provided in section e1.